Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable glucose result for one patient from the accu-chek inform ii meter serial number (B)(4). At 12:20, the result using meter serial number (B)(4) was 433 mg/dl. At 12:31, the result using meter serial number (B)(4) was 182 mg/dl. At 12:31, the result using meter serial number (B)(4) was 437 mg/dl. The result of 437 mg/dl was questioned.